Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead revision wherein it was discovered that the lead was fractured and had two contacts that were showing high impedances. The lead was replaced with a new one. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead revision wherein it was discovered that the lead was fractured and had two contacts that were showing high impedances. The lead was replaced with a new one. The patient was doing well post-operatively.

Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical test performed. The complaint of high impedance contacts was confirmed. X-ray inspection revealed broken cables at the weld site of distal electrodes. The severed cables are the reason for the high impedances observed.